Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: prolapsus. Translation ame: according to ms. [Name], the 2 scissors were returned to her by the block because they would not cut. Patient status: no patient injury or illness occurred associated with the complaint event. Type of intervention: ni.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that the blades were dull. Testing was also performed on the event unit, which confirmed that the unit did not cut consistently across the entire length of the blade. It is unknown whether the dull jaws were use-related or a pre-existing device non-conformance. Based on the condition of the event unit and description of the event the scissors were unable to cut due to the dull blades that were observed on the event unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure: prolapsus. Translation ame: according to [name] the 2 scissors were returned to her by the block because they would not cut. Additional information received by email from applied medical representative on 29july20: name of procedure being performed: prolapsus. Patient status (what happened as a result of this event?): no incidence. Additional information received by email from applied medical representative on 08sep20: [name] called me by phone this morning about the problem they met with the cb030. She had no more details to add. Patient status: no patient injury or illness occurred associated with the complaint event. Type of intervention: ni.